Event description:
It was reported that the infusion device failed to provide an error or alert message, to inform them that the piston rod was stuck.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.